Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen of insulin pump was blank after the change of battery and they could not clear the alarm. Customer stated there was a crack in the battery compartment. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Device also received with cracked case(battery tube) and cracked battery tube threads.